Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 had shut off during use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the v60 had shut off during use on a patient. The customer reviewed the event log and confirmed that the unit had powered off and was not in use after. The investigation is ongoing.

Manufacturer narrative:
It was reported that the v60 had shut off during use on a patient. The customer reviewed the event log and confirmed that the unit had powered off and was not in use after. Per good faith effort (gfe) response, the reported issue was unable to be confirmed. A full preventative maintenance (pm) was performed to verify operation and the customer confirmed operation was functional. The reported issue was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.